Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons had to pressed in a certain area for it to respond. Customer's blood glucose was unknown. Customer also reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 65 and blood glucose was 150 mg/dl or 154 mg/dl. Call was disconnected during transfer.